Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature due to high current. Device image indicated high current drain during the implant period, however, no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of premature battery depletion was determined to be due to a hybrid anomaly.

Event description:
It was reported that the patient presented for replacement of the implantable cardioverter defibrillator due to premature battery depletion. The device was explanted. The patient was stable.